Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery will not power on the monitor) has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more defective cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No averse event resulted from the defective battery. The patient received a replacement battery.

Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support service to report that one of the patient's batteries will not power on the monitor and it shows a fault when it is placed on the charger. The patient was provided with a battery pack.